Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is available for evaluation. However, on 10/12/2016 the manufacturing site completed a no sample investigation. As part of that investigation a device history and a manufacturing review were conducted. These reviews revealed no irregularities during the manufacture of the reported lot # 5261127. Conclusion: a conclusion is not yet available. However, CAPA (B)(4) has been opened to address eclipse¿ needle safety shield disengagement. Upon receipt of samples and completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that after a nurse used a 22 g x 1 1/2 in. Bd eclipse¿ hypodermic needle to give a flu shot, he/she attempted to activate the safety mechanism, the safety mechanism failed, and the needle was exposed. There was no report of injury, blood exposure, or medical intervention.

Manufacturer narrative:
Results: it was initially reported that a sample would be returned for evaluation, however a sample was not returned. As previously reported, a no sample investigation was conducted on 10/12/2016 and the device history record and manufacturing review for lot # 5261127 revealed no abnormalities. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.